Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned during a scheduled generator change out procedure for rising capture thresholds as well as an increase of pacing impedance measurements over 1000 ohms over the past year. Another rv lead was successfully placed. No additional adverse patient effects were reported.